Event description:
During testing at the user facility, the device pieze did not pass the alarm test and a "dead spot" was noted. The device was returned to the biomedical department for an unspecified reason. No information was provided; therefore, specific pt information, device programming, or event details were not available. There were no reports of any adverse pt events or delays in the critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
Initial testing of the device was conducted at the user facility by the field service engineer. The device piezo is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.